Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet and dilated left atrium. The first clip was successfully deployed on the a2/p2. Then a second clip delivery system (cds) was advanced to the mitral valve to be placed medial to the first clip; however, during grasping, the anterior leaflet became stuck over the gripper arm. Troubleshooting was performed, but the clip could not be freed. It was also not possible to invert and retract the clip into the left atrium. Therefore, the clip was deployed on the posterior leaflet. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated, and the reported entrapment of device appears to be due to user technique/procedural circumstances. A conclusive cause for difficult to open or close could not be determined in this complaint. The reported poor image resolution was due to patient anatomical condition. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.